Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the reason that they wanted to know if they were using the patient programmer (pp) correctly because they had some problems. Patient said the implant was not taking care of their symptoms like the test trial did. Patient wet themselves 3 times yesterday. Patient was not able to make it to the bathroom, patient said it was "totally not like it was before when I was on medicine". Patient turned stim up to 1.7 and it was "throbbing". Patient decreased stim to 1.4 and felt a "faint throbbing", it was confirmed the "faint throbbing" is not painful or uncomfortable. Patient said today, they had not had any issues making it to the bathroom. Patient said for the last 4-5 days, they had felt a burning on the left side of her labia. Patient seeing the personal assistant tomorrow and saw the doctor in 4 weeks. During call, patient synced with ins and reported seeing the stim on icon, it was reviewed icons and advised patient that it seemed that they were using the pp correctly. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.